Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted upon visual inspection no physical defects were present. Inflated balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) using returned syringe and inflated properly. Deflated balloon with returned syringe; deflated passively in under 5 minutes: 2 minutes and 20 seconds. Also received 4 photo samples. First photo sample shows inflation cap. Second photo sample shows syringe used for reported event. Third photo sample shows top view of catheter and syringe used. Fourth photo sample shows end of catheter with balloon deflated. A DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, there was difficult in draining sterile water from the foley catheter.

Event description:
It was reported that during a pretest, there was difficult in draining sterile water from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.